Event description:
Patient developed virulent staph infection (mrsa)almost immediately post op. Follow up reveals: the valve was not cultured prior to implantation. It is not thought by the site that the valve was infected but may have been contaminated in some way prior to implantation, giving the blood stream infection some place to grow so quickly.